Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue.. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on how to resolved patient side occlusion for 8100. I suggested to run the analog sensors and verify the voltage readings. All voltage reading are good. I suggested to remote in to see the process while (B)(6) is running the pm test. Patient occlusion test is reading low. I suggested to do a pressure calibration and he needs to have the pressure calibration set part number 8100-pcs, (B)(6) will order this part to our customer order management and provided the telephone number.